Manufacturer narrative:
It was reported that the controller ac adapter was unable to provide power. One (1) controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the device revealed that the unit passed visual inspection but failed functional testing due to an open input fuse. The open fuse prevented the controller ac adapter from providing power, confirming the reported event. The most likely root cause of the reported event can be attributed to an open fuse, due to a combination of a reduced fuse in-rush current rating along with the absence of a current-limiting thermistor. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's ac adapter was not providing power to the controller. Also, it was mentioned that the green led of the adapter was not working properly. The adapter was exchanged with no reported patient consequences.